Manufacturer narrative:
Serial #: (B)(6). The product was returned with the membrane completely unfolded with blood on the exterior & interior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter was completely separated within a kink approximately 26.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was confirmed at the broken inner lumen site. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break may have occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon migrated down to the aorta. The balloon was adjusted to the correct position. Patient was seen after few hours by a technologist and blood was detected in the helium tubing. The physician gave instructions for balloon to be removed. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon migrated down to the aorta. The balloon was adjusted to the correct position. Patient was seen after few hours by a technologist and blood was detected in the helium tubing. The physician gave instructions for balloon to be removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon migrated down to the aorta. The balloon was adjusted to the correct position. Patient was seen after few hours by a technologist and blood was detected in the helium tubing. The physician gave instructions for balloon to be removed. There was no reported injury to the patient.